Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.

Event description:
The jetstream catheter was used to treat an 8 cm calcified sub-total occlusion in the proximal sfa distal to the sfa/profunda bifurcation. A single pass was made in the minimum diameter mode approximately 30-40 mm into the lesion. Another pass was made in the same area in the maximum diameter mode. After advancing the catheter through the lesion the second time, the patient complained of pain. The device was withdrawn and a perforation was observed in the area of treatment. The physician used a balloon to treat the perforation and the patient is doing well.